Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had issues with calibration error and serter does not work. The customer states they had been hospitalized for low blood glucose levels. The customer states their blood glucose levels had been in the 200mg/dl range, but their sensor reading was 52mg/dl. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.